Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: depuy synthes mitek received and evaluated the complaint device. Visual inspection revealed the device was in used condition. Visual inspection of the jaw revealed the right side of the lower jaw was bent downwards, causing a misalignment of the two sides of the bottom jaw. The device was functionally tested by actuating the jaw lever, and the jaw opened and closed as intended. A needle was loaded into the device and the device was tested on a rubber strip. The needle deployed and became stuck in the deployed position, confirming this complaint. The needle lever was manually pushed back to return the needle to its original position. The needle¿s inability to retract as intended is a result of the misalignment of the two sides of the bottom jaw. The bent portion of the bottom jaw indicates blunt force impact; potential root causes include the device hitting bone during a procedure or the device being mishandled. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices released to distribution in 2013. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported via phone call that the customer's expressew iii without hook failed during a shoulder arthroscopy procedure due to the needle jamming, would not fire correctly. The case was completed with another like device. There were no adverse patient consequences or time delays. The device will not be returned for evaluation.